Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain"), menometrorrhagia ("menometrorrhagia"), device expulsion ("migration of essure device (uterus).") And genital haemorrhage ("abnormal bleeding (general)") in a 26-year-old female patient who had essure (batch no: 959220,969220-inv, 859220-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 5 (on (B)(6) 2005, on (B)(6) 2006, on (B)(6) 2006, on (B)(6) 2010 and on (B)(6) 2006), smoker, pap smear abnormal on (B)(6) 2012, vaginal pain, pain chest, gravida, fatigue, abdominal pain and dysmenorrhea. She undergo an essure confirmation test. On (B)(6) 2014, surgical pathology test: gross description: one of the fallopian tubes measures 5 x 1cm. This fallopian tube shows peritubular cyst formation and is somewhat hemorrhagic. The second fallopian tube measures 5 x 1.5cm. It also appears somewhat hemorrhagic with a slightly thickened wall. Upon opening the uterus there is a spring-like metallic object embedded in one of the horns of the uterus. Previously administered products included for an unreported indication: nsaid and acetaminophen. Concurrent conditions included menometrorrhagia, anemia and uterine enlargement. Family history included essential hypertension (father) and diabetes mellitus (father). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)/ heavy bleeding"), vaginal haemorrhage ("vaginal bleeding"), abdominal pain ("belly pain / abdominal area pain") and dysmenorrhoea ("dysmenorrhea"), 2 months 3 days after insertion of essure. On (B)(6) 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and menstrual disorder ("abnormal menstruation"). The patient was treated with on (B)(6) 2017, laparoscopic assisted vaginal hysterectomy and bilateral salpingectomies and "cystoscope" and surgery (on (B)(6) 2017, laparoscopic assisted vaginal hysterectomy and bilateral salpingectomies and "cystoscope"). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, vaginal haemorrhage and abdominal pain had resolved and the menometrorrhagia, device expulsion, menstrual disorder, depression, anxiety and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device expulsion, dysmenorrhoea, genital haemorrhage, menometrorrhagia, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: essure confirmation test- it came back good but she kept on bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2013: results: essure device was successfully occluded. Pregnancy test urine: on an unknown date: results: negative. Lot number: 969220 is invalid, lot number: 859220 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jan-2019: update of information (batch is invalid). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain"), menometrorrhagia ("menometrorrhagia"), device expulsion ("migration of essure device (uterus).") And genital haemorrhage ("abnormal bleeding (general)") in a 26-year-old female patient who had essure (batch no: 959220, 969220-inv, 859220) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 5 (on (B)(6) 2005, on (B)(6) 2006, on (B)(6) 2006, on (B)(6) 2010 and on (B)(6) 2006), smoker, pap smear abnormal on (B)(6) 2012, vaginal pain, pain chest, gravida, fatigue, abdominal pain and dysmenorrhea. She undergo an essure confirmation test. On (B)(6) 2014, surgical pathology test: gross description: one of the fallopian tubes measures 5 x 1cm. This fallopian tube shows peritubular cyst formation and is somewhat hemorrhagic. The second fallopian tube measures 5 x 1.5cm. It also appears somewhat hemorrhagic with a slightly thickened wall. Upon opening the uterus there is a spring-like metallic object embedded in one of the horns of the uterus. Previously administered products included for an unreported indication: nsaid and acetaminophen. Concurrent conditions included menometrorrhagia, anemia and uterine enlargement. Family history included essential hypertension (father) and diabetes mellitus (father). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)/ heavy bleeding"), vaginal haemorrhage ("vaginal bleeding"), abdominal pain ("belly pain / abdominal area pain") and dysmenorrhoea ("dysmenorrhea"), 2 months 3 days after insertion of essure. On (B)(6) 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and menstrual disorder ("abnormal menstruation"). The patient was treated with on (B)(6) 2017, laparoscopic assisted vaginal hysterectomy and bilateral salpingectomies and cystoscop and surgery (on (B)(6) 2017, laparoscopic assisted vaginal hysterectomy and bilateral salpingectomies and cystoscop). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, vaginal haemorrhage and abdominal pain had resolved and the menometrorrhagia, device expulsion, menstrual disorder, depression, anxiety and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device expulsion, dysmenorrhoea, genital haemorrhage, menometrorrhagia, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: essure confirmation test- it came back good but she kept on bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2013: results: essure device was successfully occluded. Pregnancy test urine: on an unknown date: results: negative. Lot number: 969220 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-dec-2018: pfs received- new event dysmenorrhea, migration of essure device (uterus) were added. Outcome of pelvic pain, menorrhagia updated to recovered / resolved. Lot number were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain"), menometrorrhagia ("menometrorrhagia") and genital haemorrhage ("abnormal bleeding (general)") in a 26-year-old female patient who had essure (batch no. 959220,969220) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 5 on (B)(6) 2005, (B)(6) 2006, (B)(6) 2006, (B)(6) 2010 and (B)(6) 2006, smoker, pap smear abnormal on (B)(6) 2012, vaginal pain, pain chest, gravida, fatigue, abdominal pain and dysmenorrhea. Previously administered products included for an unreported indication: nsaid and acetaminophen. Concurrent conditions included menometrorrhagia, anemia and uterine enlargement. Family history included essential hypertension (father) and diabetes mellitus (father). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, 2 months 3 days after insertion of essure, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("vaginal bleeding"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menometrorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("belly pain") and menstrual disorder ("abnormal menstruation"). The patient was treated with surgery (on (B)(6) 2017, laparoscopic assisted vaginal hysterectomy and bilateral salpingectomies and cystoscope). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and abdominal pain was resolving and the menometrorrhagia, genital haemorrhage, menorrhagia, vaginal haemorrhage and menstrual disorder outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, menometrorrhagia, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: essure confirmation test- it came back good but she kept on bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded pregnancy test urine - on an unknown date: negative. She undergo an essure confirmation test. On (B)(6) 2014, surgical pathology test: gross description: one of the fallopian tubes measures 5 x 1cm. This fallopian tube shows peritubular cyst formation and is somewhat hemorrhagic. The second fallopian tube measures 5 x 1.5cm. It also appears somewhat hemorrhagic with a slightly thickened wall. Upon opening the uterus there is a spring-like metallic object embedded in one of the horns of the uterus. Most recent follow-up information incorporated above includes: on 17-may-2018: pfs received - outcome for the event "belly pain and pelvic pain " was added as recovering. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain"), menometrorrhagia ("menometrorrhagia") and genital haemorrhage ("abnormal bleeding (general)") in a 26-year-old female patient who had essure (batch no. 959220,969220-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 5 (B)(6) 2005, (B)(6) 2006, (B)(6)2006, (B)(6) 2010 and (B)(6) 2006), smoker, pap smear abnormal on (B)(6) 2012, vaginal pain, pain chest, gravida, fatigue, abdominal pain and dysmenorrhea. Previously administered products included for an unreported indication: nsaid and acetaminophen. Concurrent conditions included menometrorrhagia, anemia and uterine enlargement. Family history included essential hypertension (father) and diabetes mellitus (father). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, 2 months 3 days after insertion of essure, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("vaginal bleeding"). In january 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menometrorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("belly pain") and menstrual disorder ("abnormal menstruation"). The patient was treated with surgery (on (B)(6) 2017, laparoscopic assisted vaginal hysterectomy and bilateral salpingectomies and cystoscope). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and abdominal pain was resolving and the menometrorrhagia, genital haemorrhage, menorrhagia, vaginal haemorrhage, menstrual disorder, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menometrorrhagia, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: essure confirmation test- it came back good but she kept on bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded pregnancy test urine - on an unknown date: negative she undergo an essure confirmation test. On (B)(6) 2014, surgical pathology test: gross description: one of the fallopian tubes measures 5 x 1cm. This fallopian tube shows peritubular cyst formation and is somewhat hemorrhagic. The second fallopian tube measures 5 x 1.5cm. It also appears somewhat hemorrhagic with a slightly thickened wall. Upon opening the uterus there is a spring-like metallic object embedded in one of the horns of the uterus. Lot number 969220 is invalid quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received event "psychological or psychiatric problems condition: depression/mental anguish.' Were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), menometrorrhagia ("menometrorrhagia") and genital haemorrhage ("abnormal bleeding (general)") in a 26-year-old female patient who had essure (batch no. 859220,869220) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 5 on ((B)(6) 2005, (B)(6) 2006, (B)(6) 2006, (B)(6) 2010 and (B)(6) 2006), smoker, pap smear on (B)(6) 2012, vaginal pain, pain chest, vaginal delivery, fatigue, abdominal pain and dysmenorrhea. Concurrent conditions included menometrorrhagia, anemia and uterine enlargement. Family history included essential hypertension (father) and diabetes mellitus (father). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, 2 months 3 days after insertion of essure, the patient experienced menorrhagia ("menorrhagia") and vaginal haemorrhage ("vaginal bleeding"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menometrorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("belly pain") and menstrual disorder ("abnormal menstruation"). The patient was treated with surgery (on (B)(6) 2017, laparoscopic assisted vaginal hysterectomy and bilateral salpingectomies and cystoscop). At the time of the report, the pelvic pain, menometrorrhagia, genital haemorrhage, menorrhagia, vaginal haemorrhage, abdominal pain and menstrual disorder outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, menometrorrhagia, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: essure confirmation test- it came back good but she kept on bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded pregnancy test urine - on an unknown date: negative. She underwent an essure confirmation test. On (B)(6) 2014, surgical pathology test: gross description: one of the fallopian tubes measures 5 x 1cm. This fallopian tube shows peritubular cyst formation and is somewhat hemorrhagic. The second fallopian tube measures 5 x 1.5cm. It also appears somewhat hemorrhagic with a slightly thickened wall. Upon opening the uterus there is a spring-like metallic object embedded in one of the horns of the uterus. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received. Events were added per pfs, mr: reporter and patient demographics were added. Historical condition, concomitant disease, family history, laboratory data, were added. Updated suspect drug indication start date and stop date. Lot number added. Events menorrhagia, vaginal bleeding, belly pain, abnormal bleeding (general bleeding) and menometrorrhagia were added from pfs. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("abnormal menstruation"). The patient was treated with surgery (underwent a full hysterectomy due to complications from the essure device). Essure was removed. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.